Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no related quality issues were found during production.

Event description:
It was reported that damage was found during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "I was helping in the ER last night and noticed while starting an IV that the catheter was damaged near the end of it. It was like the needle had stuck through the catheter and was placed back on before it was packaged. I discarded the angio. It was a 20 gauge with the lot number 9059761."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage was found during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "I was helping in the ER last night and noticed while starting an IV that the catheter was damaged near the end of it. It was like the needle had stuck through the catheter and was placed back on before it was packaged. I discarded the angio. It was a 20 gauge with the lot number 9059761."